Event description:
A caller reported that there were air bubbles or gaps in the tandem mobi cartridge system observed during the load sequence and tubing fill process. The caller declined to provide information regarding any impact on their blood glucose exceeding 500 mg/dl, so it is unknown whether there was any adverse effect. The caller was using room temperature insulin and it was noted that the cartridge air removal step was not applicable due to the use of the tandem mobi. Additional information about the outcome of the event was unavailable, as the issue was transferred to another department after a request was made by quality assurance.